Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure, the physician commented the left ventricular (lv) lead exhibited dislodgment late in the procedure. It was noted that the lv lead seemed to "pull back very often late during a procedure" and at the time, the physician had put the dislodgement down "due to stability and patient anatomy." The lv lead remains in use and intervention was taken to resolve the outcome. No patient complications have been reported as a result of this event.